Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: while running magnesium sulfate 4g, pump kept alarming that there was air in the line. Before hanging the medication, user let it warm up. User removed line and put it back in the pump several times and switched to another pump. Tried knocking air out of the line several times. Tried re priming line. Once line was changed problem was resolved. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) retained samples were tested per specifications with passing results. The retained samples were within specification and the reported defects could not be observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.